Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's current blood glucose level was over 600 mg/dl. Customer's blood glucose level at the time of the incident was 243 mg/dl. Customer had changed everything prior to the high blood glucose level. Customer had chest pain and nausea. Customer treated with a syringe. Customer stated that she had an unexplained high blood glucose level a couple of days ago. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Customer has taken 30 units of insulin in the last 24 hours. Customer stated that she is on the pump because the injections don't work for her. Insulin pump will be replaced. No further assistance needed.